Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the instructions for handling before use on the label of unsterilized balloons (mh-303, maj-213) state "sterilize if necessary," but the instructions for handling before use in the package insert state "must be sterile.'' It was used unsterilized at the facility. The suggested event is detectable and preventable by handling the scope in accordance with the following section of the instructions for use: 1. Sterilization. Be sure to sterilize with ethylene oxide gas before use. For sterilization methods, refer to the "instruction manual'" of the ethylene oxide gas sterilizer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Although, it can be presumed, that it was caused by the user not being aware that sterilization was necessary, because the label was wrong. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that a non-sterile balloon2 was possibly used on a patient. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.